Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was received for evaluation. The device was inflated and water was seen exiting from the proximal end of the balloon. The fibers were stripped and a partial circumferential rupture was noted on the balloon. Therefore, the investigation is confirmed for a circumferential rupture. The definitive root cause for the circumferential rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.